Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when a patient presented in the emergency room, intermittent loss of capture was observed. X-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient was in good condition post-procedure.